Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
During procedure, it was reported the pipeline was delivered under tension, thus it necked after deployment. Several attempts were made to open the pipeline, but without success. An attempt was then made to retrieve the pipeline, but it resulted in a cavernous fistula. Consequently, the parent vessel was sacrificed. No complications were reported with the patient as a result of the event.